Event description:
Customer called to report that the unicel dxc 800 synchron system displayed a "high pressure low" error. Customer also stated that fluid was found and contained to the hydropneumatic compartment. Customer stated that the hydropneumatic compartment drawer was left out of the instrument for the day, and when pushed back in, the instrument generated a "high pressure low" error, where the pressure was above 19. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by instructing customer to lower the high pressure to 1.3; the low was then 9.9. The cts then confirmed with customer that no further leaking was found, and verified instrument performance to ensure that the troubleshooting effectively resolved the instrument issues. Customer stated that patient sample results were not affected, and that no one was harmed by or exposed to the leak.

Manufacturer narrative:
(B)(4).